Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing and slight increase in thresholds were noted on the right atrial (ra) lead approximately ten days post implant. The lead remains in use. No patient complications have been reported as a result of this event.